Event description:
It was reported that during a roux-en-y procedure, after firing across the stomach the cartridge was stuck in the cartridge side of the device. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results found that one long60a device was returned with no visual non-conformances and with an ecr60b reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).